Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letterdated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 47. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and fistula. No further patient complications were reported.